Event description:
The affiliate stated the customer reported discrepant toxoplasma gondii antibody (igg) results for one patient involving the access toxo igg assay used in conjunction with the unicel dxi 800 access immunoassay system. This report is two of two referencing the event date noted. The customer indicated the discrepant results were not released from the laboratory. There was no patient consequence associated with this event. The customer noted the patient's results did not correlate with past values, which were negative. The customer indicated for positive patient results, the sample is aliquoted in a sample insert cup and centrifuged prior to reanalysis. The patient's samples were collected in 13x75 mm (B)(4) tubes and centrifuged at 3,000g (relative centrifugal force) for ten minutes. No sample integrity issues were reported. The customer indicated quality control (qc) and system check were within specifications prior to and following the event. No instrument issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access toxo igg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. (B)(6). This medwatch report is related to MDR 2122870-2014-00617.